Event description:
It was reported that during an unknown procedure, the device was working properly for most of the case. The generator alerted a shear error. Shear was removed and retightened, and testing commenced. Testing took approx twice as long as usual, and ended with another shear error. Test tip was deployed and the handpiece tested successfully. New shear was deployed and the case was completed without further interruption. No patient consequence.

Manufacturer narrative:
H6 code 400: cracked blade evaluation summary: the device gave an error code 5 during functional testing. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."